Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered during a baseball activity at school, leaving the device partially usable but with sharp, nonresponsive areas, and a replacement was arranged. Symptoms included no reported injury or adverse physiological effects, and blood glucose was reported as within a manageable range at the time of contact. Outcomes included continued use of cgm via the dexcom app or receiver and instructions to shut down the ilet prior to return. Investigation included review of the event details and coordination for device replacement and return. Investigation of this device revealed physical damage to the display consistent with external impact, with no indication of device malfunction beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external mechanical impact.